Event description:
It was reported that a small volume infusor device had a leak coming from the distal luer lock. This was discovered before use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation with approximately 100 ml of fluid within its bladder. A visual inspection was performed with no defects noted. The device was filled with water and observed for leaks with no defects noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.